Manufacturer narrative:
This supplemental report is to provide the device evaluation results. The subject device was returned to olympus (B)(4) for evaluation. A microbiological test was performed by an off-site institute and microorganisms were not recovered from the device. There was pitting on the glue around the light guide lens. Moisture was found under the light guide lens. The bending rubber, c-cover and angulation system have signs of wear and tear. As a result of the device evaluation, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed that there was no irregularity related to the event found. When olympus (B)(4) service engineer visited the facility and evaluated the subject device, there was a hole in cementing near air/water nozzle opening of the subject device, and it was confirmed that the facility used a non-olympus automatic endoscope reprocessor (model: steelco ew2, make: endomed). The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp. (Omsc) was informed that pseudomonas aeruginosa (>100cfu/20ml) was detected respectively from suction channel and air/water channel of the subject device during a routine inspection. There is no report of adverse event related to the detection of the bacteria.